Event description:
The manufacturer received information alleging ventilator circuit tubing "crushed in on itself." At this time, it is not known if intervention was required. The manufacturer is currently investigating this event and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging ventilator circuit tubing "crushed in on itself." The tubing was returned to the manufacturer for evaluation. No deformities or material abnormalities were observed. The manufacturer concludes the tubing is within design specifications.